Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 590 mg/dl; cause unknown. Customer performed a supply change to address the bg.